Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer has been cramping and her blood glucose is over 400 mg/dl. Customer's blood glucose was in the 200's mg/dl over an hour ago. Customer has moderate ketones and is on a back-up plan. Customer may go to the hospital due to nausea and vomiting. Customer's blood glucose was 422 mg/dl 2 hours ago. Customer's current test was at 506 mg/dl. Customer declined troubleshooting the pump. Customer's mother called back and stated that the customer was in the intensive care unit and there may be a malfunction in the pump. Caller cannot troubleshoot because she does not have the pump with her. The customer's mother also reported via email that she would need to take her daughter to the emergency room for assistance due to high blood glucose levels and no insulin being left in the house.